Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that after five hours of the battery charging, the device cannot be turned on after the ac power is off. The customer's hospital personnel evaluated the device and identified this was a malfunction of the battery. The customer ordered a compatible battery replacement, which resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered a compatible battery replacement, which resolved the reported issue. The investigation concludes that no further action is required at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. If additional information is received the complaint file will be reopened. H3 other text : hospital personnel evaluated the device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after 5 hours of the battery charging, it cannot be turned on after the ac (alternating current) power is off. There was no reported patient involvement.